Manufacturer narrative:
Occupation ni equals lay user / patient. The event occurred in (B)(6).

Event description:
The customer complained of questionable inr results from a coaguchek inrange meter serial number (B)(4) compared to the laboratory method using acl top 500 with recombiplastin reagent. The results from the meter were 6.8 inr and 6.5 inr. Results were from different fingers. Within about 1 hour the laboratory result from a venous sample was 3.9 inr. The customer's therapeutic range was 3 - 4 inr. The laboratory result was deemed to be correct and dosage decision was based on the laboratory result. The customer is on no new medications and is not on antibiotics. The customer had what they referred to as "sticky blood." When asked if that meant they have antiphospholipid antibodies, the customer believed that sounded correct. The customer's meter and test strips were returned. The customer meter was tested against two retention meters using strip lot 32264315 (expiration 31-dec-2019) and liquid qc lot 34751300 (expiration 31-jul-2019). The qc range is 1.7 - 2.5. All below results are in inr: retention coaguchek xs plus (B)(4) results = 2.2c, 2.1c, 2.1c, 2.1c, 2.2c. Retention coaguchek inrange (B)(4) results = 2.2c, 2.2c, 2.2c, 2.2c, 2.1c. Complaint coaguchek inrange (B)(4) results = 2.1c, 2.1c, 2.1c, 2.2c, 2.2c. All results were acceptable. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.